Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the pump supplies were changed to address the issue. Customer¿s blood glucose level was 130 mg/dl.